Event description:
It was reported by end user that they gave son a breathing treatment and turned the (B)(4) aerosol compressor off. End user advised later the unit turned back on by itself and the unit started smoking and sparking. End user advised on off button was not working so unplugged unit from the wall. End user advised usually leaves plugged in all night.